Manufacturer narrative:
Insulin pump received with critical pump error and multiple the main arm cannot communicate with the motor arm alarms confirmed in history file due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Device received with cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was long crack beginning from the top of the insulin pump , all along the length of battery tube. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.